Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event involved a 168 cm (66") appx 2.4 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, nanoclave¿ 4-way stopcock (red ring), rotating luer where the customer reported that the valve broke on the infusion side when disconnecting the extender. The incident happened at the intensive care unit for children. There was a delay in therapy, the treatment was put on hold while replacement took place. The entire line was changed immediately because the central line was clamped in the meantime. No impact on the patient because the incident was immediately noticed. The valve broke while manipulating the line in another place. The disconnection occurred between the hydration tubing and the manifold of the stopcock. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
One used. List #011-am3106, 168 cm was returned for evaluation. As received an unknown solution residuals was found inside the set and the nanoclave body and plug were observed to be separated from the spike. No mating device was returned for evaluation. Once the internal nano clave's components were visually analyzed a bent spike and slit propagation were observed. No additional damage or anomalies were observed complaint of cracks valve breaks can be confirmed based on the physical sample evaluation. The probable cause is unknown.